Event description:
Reporter indicated that vns pt recently experienced an increase in seizure activity (40 seizures in one day). With the vns therapy, the pt's seizure frequency had reportedly been reduced to 30 seizures per month. Treating neurologist had reportedly decreased device settings approximately three weeks earlier because the pt couldn't stop coughing. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system. It was reported that the pt may not have taken their antiepileptic medications on the day that the increased seizures activity was experienced. Investigation to date has been unable to determine whether the increase in seizure activity is above pre-vns baseline frequency. Pre-vns seizure frequency is unknown, although it was reported that the pt "had multiple seizures" prior to vns implant. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.